Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event wil not be returned. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that when a reusable sensor is applied, the measurement sometimes starts out low i.e. 68%, then will go up to 100% then sometimes falls back down again. There was no known impact or consequence to patient.